Event description:
It was reported that the recanalization catheter got stuck within the support catheter during use. Reportedly, the recanalization catheter was inserted up and over the horn and used for less than 5 minutes when it became stuck in the micro sheath and would not advance any further. It was also reported that force was applied to the recanalization catheter, enabling it to exit the support catheter; however, the recanalization catheter became damaged. Another recanalization catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcxe10007. The device was returned. The investigation is confirmed for failure to advance and retraction problems. During evaluation of the returned device, it was noted that the catheter had been advanced approximately 20.5cm out the microsheath. The microsheath and crosser ifus both note that the crosser can only be advanced approximately 15cm from the tip of the tapered microsheath. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and microsheath had aligned and locked up at the time of both the crosser and microsheath had aligned and locked up at the time of the event. Based on the results of the investigation, the two devices likely locked up due to the user advancing the crosser too far past the end of the sheath.